Event description:
Patient complained of instability in left total knee. Revision revealed laxity in knee. Thicker ps insert was implanted.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon ps size 6, 13mm tibial insert. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Further information was not mad available due to patient confidentiality policy at facility. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.